Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (644 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin drip. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Customer reported cause for the event is unknown; however, per hospital staff pump was the issue; specific issue was not provided. Customer reverted to insulin pens for insulin therapy. Tandem territory manager followed up and customer agreed to use a different infusion set brand (trusteel) per healthcare provider recommendation.